Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the connector on the trunk cable was broken and the pins within the connector were bent. The root cause of the broken connector and bent pins cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A review of service data detected a reportable event. During servicing electrode belt sn (B)(4) was found to have a broken connector on the trunk cable and bent pins in the connector. The pt to use this electrode belt did not report any deficiencies.